Event description:
Pt. Arrived for chemotherapy pump removal. Pt. Stated that pump was "totally empty" at <time redacted>, previous night, which would have been 11 hours early. Pt. Did not call to notify atc that pump was empty and arrived at his scheduled appt. Time. Unfortunately, event caused concern that was not addressed by rn at the time and patient wrote a letter of concern to his oncologist.